Manufacturer narrative:
Additional devices included on this report are as follows: catalog #bxal085901a/ serial # (B)(4) / UDI # (B)(4). Concomitant medical products and therapy dates: clopidogrel 75mg tablet, aspirin 325mg tablet, acetaminophen 500mg tablet, metoprolol tartrate 25 mg tablet, lisinopril 10mg tablet, ipratropium-albuterol, omeprazole 20mg capsule. According to the gore® excluder® iliac branch endoprosthesis instructions for use (IFU), potential device or procedure-related adverse events that may occur and/or require intervention include, but are not limited to, endoprosthesis occlusion, and occlusion of device or native vessel. Furthermore, the indications for use states that the gore® excluder® iliac branch endoprosthesis (ibe) is intended to be used with the gore® excluder® aaa endoprosthesis to isolate the common iliac artery from systemic blood flow and preserve blood flow in the external iliac and internal iliac arteries in patients with a common iliac or aortoiliac aneurysm, who have appropriate anatomy including, but not limited to, a minimum common iliac diameter of 17 mm at the proximal implantation zone of the ibe.

Event description:
On (B)(6) 2021 the patient underwent endovascular treatment of an abdominal aortic aneurysm and left iliac artery aneurysm using gore® excluder® iliac branch endoprostheses and gore® viabahn® vbx balloon expandable endoprostheses (vbx). A gore® excluder® iliac branch component was placed in the patient's left common iliac artery, and a vbx device was placed in the patient's left internal iliac artery. It was noted that the case was off of IFU due to the patient's proximal common iliac artery origin being small. On (B)(6) 2021 the patient presented for post-op follow-up. The patient reported having left leg coldness, numbness, and thigh and hip claudication while standing or walking since (B)(6) 2021. The patient had been unable to palpate a pulse in the left foot. Normal motor and sensory function of the patient's left foot was reported by the physician, and the physician confirmed that no left femoral, popliteal, or pedal pulses were able to be palpated. A duplex scan was performed and a clot was observed in the patient's common iliac artery. The cause of the clot was reportedly due to the small size of the patient's common iliac artery origin. The iliac branch component was occluded. Furthermore, thrombus was noted within the vbx device in the patient's left internal iliac artery. It was reported that the patient did not have limb threatening ischemia. A thrombectomy and angiogram were planned for a later date. On (B)(6) 2021 the reintervention was performed. A bridging component was used to cover the patient's internal iliac artery and reline the ibe device. There were no further reported issues. The patient tolerated the procedure.